Manufacturer narrative:
During investigation testing, the freedom onboard battery system management (smbus) calculated charge capacity was confirmed to be out of specification. This result indicated that this battery had a fault with its internal processor board assembly. The root cause of the reported issue, freedom onboard battery outside of the accepted full charge capacity deviation limit, was determined to be a malfunction of the battery's internal processor board assembly. This issue will be tracked and trended as part of the customer complaint process. Syncardia has completed its investigation and is closing this file. (B)(4). Follow-up report 1.

Manufacturer narrative:
The freedom onboard battery will be evaluated by syncardia. The results will be provided in a follow-up MDR. (B)(4).

Event description:
While performing a routine evaluation, a syncardia technician reported that the freedom onboard battery was outside of the accepted full charge capacity deviation limit of 10%; the battery tested at 12%. A second test was performed to verify and the battery tested at 14% deviation.